Event description:
The event involved a plum 360 that was reported to have finished infusing on a patient before the time that was programmed in the infusion pump. The intensive care unit supervisor at the facility reported that the pump was programmed at 11:00 am to infuse 2000ml at a rate of 83 ml/h, for a 24-hour duration. The pump infused for 12 hours and it completed at 11:00 pm. The customer reported that the patient was on dialysis treatment and that it was very important to adjust volumes and manage balances correctly for this particular patient. The patient¿s status did not change due to the event. There was no delay in therapy and no need for medical intervention. The event did not prolong the hospital stay of the patient. However, due to the evolution and severity of his illness, the patient remains in the intensive care unit.

Manufacturer narrative:
The device has been received by the manufacturer for further evaluation. However, the investigation has not yet begun.

Manufacturer narrative:
The device has been received by the manufacturer for further evaluation. However, the investigation has not yet begun.

Event description:
The event involved a plum 360 that was reported to have finished infusing on a patient before the time that was programmed in the infusion pump. The intensive care unit supervisor at the facility reported that the pump was programmed at 11:00 am to infuse 2000ml at a rate of 83 ml/h, for a 24-hour duration. The pump infused for 12 hours and it completed at 11:00 pm. The customer reported that the patient was on dialysis treatment and that it was very important to adjust volumes and manage balances correctly for this particular patient. The patient¿s status did not change due to the event. There was no delay in therapy and no need for medical intervention. The event did not prolong the hospital stay of the patient. However, due to the evolution and severity of his illness, the patient remains in the intensive care unit.

Manufacturer narrative:
Per the customer complaint, the pump was programmed to infuse 2000ml, at a rate of 83 ml/h, to be infused in 24 hours on (B)(6) 2022 at 11:00 am and finished at 11:00 pm, infusing for 12 hours. An investigation into the customer's reported issue was performed on the returned device. No delivery-related alarms were found in the device history for the review period of 24oct2021 to 23feb2022. The logs for this device were reviewed with focus on log entries for the week up to the event date (on (B)(6) 2022). The logs only show user activity up until on (B)(6) 2022. The logs were downloaded on (B)(6) 2022. Per the log entry below, the device was programmed on (B)(6) 2022 to deliver 1980.0ml @ 84ml/hr. This delivery calculates to a 23:34:17 hour duration. The device was placed in standby after 20 seconds (0.5ml) and the device remained in standby for a duration of 13:11:29 hours. The device then resumed until line a stopped due to proximal air alarm after delivering 1969.2 ml over 23:24:58 hours total time infusing (including 20 seconds before being placed in standby). This delivery calculates to a 23:34:17 hour duration. The device was placed in standby after 20 seconds (0.5ml) and the device remained in standby for a duration of 13:11:29 hours. The device then resumed until line a stopped due to proximal air alarm after delivering 1969.2 ml over 23:24:58 hours total time infusing (including 20 seconds before being placed in standby) on (B)(6) @ 10:27:59: line a programmed and started for 1980.0 ml @ 84 ml/hr (calculated duration 23:34:17 hours). On (B)(6) @ 10:28:19: line a placed in standby by user after delivering 0.5 ml over 20 seconds. On (B)(6) @ 23:39:48: line a resumed after being in standby for 13:11:29 hours. On (B)(6) @ 16:34:43: pump was unplugged from ac. On (B)(6) @ 18:42:02: pump was plugged into ac. On (B)(6) @ 23:04:26: line a stopped by proximal air alarm after delivering 1969.2 ml over 23:24:58 hours total time infusing (including 20 seconds before being placed in standby). Note: the expected delivery over 23:24:58 hours @ 84.0 ml/hr = 1967.0 ml. Therefore, the delivery accuracy is 0.1% and within the 5% accuracy design tolerance. The pump logs indicate that the infusion performed correctly, infusing at the programmed rate (within design tolerance). In conclusion, the infusion referred to in the customer's complaint is most likely the infusion that began at 10:27 am on (B)(6) 2022 and completed at 11:04 pm on (B)(6) 2022. In this instance, while the infusion ran from approximately 11am to 11pm, the end was 11pm of the following day. Further, this infusion had been placed in standby by the user for approximately 13 hours. As such, the actual time spent infusing (as detailed above) was 23:24 hours. The infusion stopped 10 minutes short of the programmed duration with a proximal air alarm, possibly indicating that the bag was empty after infusing 1969.2ml. It was further determined that the customer erred in reporting that the infusion finished early in 12 hours through not noticing that the clock time was nearer 36 hours (1 day and a half, not one half day) and that the infusion had been manually paused (in standby) by the user's action for approximately one half day. The logs confirm that the infuser performed correctly as programmed and delivered accurately within design tolerance. The device passed all performance (pvt) testing including delivery accuracy without issue. The customer¿s complaint is not confirmed via the log review and was not replicated during testing.